Manufacturer narrative:
Local service department checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on july 30, 2021, it was found that light intensity of main lamp was too low to distinguish tissue caused by failure of the leds light source unit. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. According to the evaluation information from local service department, the cause of the phenomenon was that the light source unit cable body was worn, corroded, poorly contacted, and local heat was applied to the cable and it was burnt, which might have affected the amount of light because it did not function normally. It was presumed that the cause of the failure was that the device had been about 7 years since manufacturing and was worn or deteriorated due to repeated use.